Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements that led to the lead safety switch (lss) being triggered. In office testing found high out of range pacing impedance measurements of greater than 3000 ohms when programmed electrode one to electrode two. The lv lead was reprogrammed tip to can and yielded within range impedance measurements. An x-ray was taken. The physician believed the lv lead to be in the same location as previous and no further issues were observed. The clinic has opted to continue to monitor the patient. At this time the crt-p and lv lead remain in service and no adverse patient effects were reported.